Event description:
It was reported that the pump battery would not charge, and a power source alert 07 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to place the pump into storage mode before returning it and acknowledged using multiple daily injections (mdi) as a backup insulin therapy. A replacement was arranged, and the customer was to return the problematic pump using a prepaid label within ten days.